Event description:
The customer called technical support (ts) reporting that the device's touchscreen will not pass calibration, nor will it power off, and is giving a no touch detected message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer advised they have attempted multiple touchscreen calibrations. The rse advised customer to complete another touchscreen calibration. Customer is advising they are receiving a no touch detected message. The customer is reporting the unit is scheduled to have a pm completed on april 27th and is requesting coordinating the repair with v60 pm. The manufacturer's field service engineer (fse) was dispatched to the site and could not replicate the reported problem. The touch screen calibration was needed to adjust touch input in the device. No physical damages were noticed. Event logged scanned with zero errors detected. The fse was unable to duplicate the problem. A full performance verification has been performed and the device passed all test successfully and return to service.